Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: investigation of the returned device found a needle strike mark at the posterior foot, a severely bent posterior needle tip, and a bent posterior needle follower at the proximal end. This is indicative of the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot as observed. When the needle plunger was retracted from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs was broken off and was not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. During testing, after the posterior needle follower was straightened, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.